Event description:
It was reported that the customer had a history anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that does daily average and gets all zero. The customer was asked to performed activity and got all zero also had to do with 3 days average and got all zeros. The customer was asked to checked basal rates and checked bolus history and boluses were there. The customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing. No unexpected low reservoir alarm noted. The insulin pump was programmed with 2 unit bolus and 2 u/h basal rates and monitored. The daily total was correct and recorded properly in daily total screen. No history anomaly was noted. The insulin pump had cracked case at window corner and cracked reservoir tube lip.